Event description:
The roller came out of the roller clamp from the peritoneal dialysis set. Therefore, the set was manually clamped by the writer. Additional nurses were called to the bedside. The roller was located and replaced. Additional devices, chest tube clamp, and hemostats were placed in reach of rn when further use of the set would be required. The dialysis rn on call was notified of our concerns. Fixes are in place and we plan to fill out an incident report. The pediatric surgery on call physician was notified of the infant receiving an additional 5cc, placed immediately to drain and the rn's modification of the next pass. It was decreased by 5cc and we plan to fill out a patient safety report. Additional safeguards are in place and we plan to change out the set and save it to be analyzed by biomed.